Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger product ID m943899a lot# serial# unknown implanted: explanted: product type accessory product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device for an implantable neurostimulator (ins). It was reported that the patient went to charge on (B)(6) 2021 and the controller showed error message: software problem cannot continue please call medtronic (1-intellis 2-3.6 3-1546 4-fmanager.c). The controller was charged to 100%. They removed and replaced the lithium battery pack and stated the controller powered up and showed the ins was charged at 30% and the controller was depleted. The patient reported that the ins wasn't holding a charge as a long as it used to and it was taking longer to charge the ins for about 6 months. They verified that they had not made any changes to their programming. The seams on the recharging belt were coming undone.